Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent vibration occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On 1/23/2024, the patient reported losing consciousness due to the dexcom device not alerting him properly of his low continuous glucose monitor (cgm) value. The patient was sleeping and was found to be unconscious by his wife around 3am. The patient¿s wife called emergency medical service (ems). Once ems arrived, the patient¿s blood glucose (bg) meter reading was 22 mg/dl (no cgm value was provided for comparison). Ems treated the patient with unspecified IV shots (most likely dextrose). It was noted that ems was at the patient¿s house for 45 minutes before the patient was transported to the emergency room (ER). The patient regained ¿partial consciousness¿ as ems was putting him in the ambulance. There was no mention of how long the patient was at the ER before being discharged home. The patient was in good condition at the time of the report. Data was evaluated and data investigation confirmed the intermittent vibration alert on the mobile app. Patient was observed below their low threshold of 80 mg/dl with an estimated glucose value (egv) of 57 mg/dl at 2:54 am on 01/23/2024. Patient received their initial low alert at 2:55 am, patient received their initial low alert with some volume. Five minutes later at 3 am, patient received another low alert at fifty percent volume. Five minutes later at 3:05 am, patient received another low alert at full volume. Five minutes later at 3:10 am, patient received another low alert at full volume. Patient continued to receive their low alert at full volume until it was acknowledged at 3:23 am. The probable cause could not be determined. No additional patient or event information is available.